Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-oct-02 from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's implant was removed yesterday (on (B)(6) 2025), and they had a competitor's device put in. The patient said they did that because ever since the current device was put in, they had gone through three different manufacturer representatives (rep) who tried to get it working for them. The patient said the first rep they saw told them if none of the settings worked for them, then there wasn't anything else they could do, which the patient knew was not true. The patient refused to see that rep again, and they got another rep who was helpful but the next time they needed them they had left the company. The patient stated they went to a third rep who adjusted the device a little bit but they didn't feel like they were being listened to because they never felt the stimulation where they needed it to be. The patient reported they felt stimulation in the left hip or in their testicles, neither of which was where it needed to be and it was very painful. The patient said the rep told them a possible lead revision was in order but the patient asked about [the competitor] due to rep issues. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said their first interstim device was placed at vanderbilt and the nurse at vanderbilt was the one who programmed the device. The patient said their current device was done with urology clinic who used reps programming. The patient asked what to do with their external devices, and information was reviewed with them.